Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's transmitter would not blink. The sensor was inspected and it was discovered that the electrode was missing. The patient's blood glucose at the time of incident was 4.9 mmol/l. The sensor will be returned for analysis.